Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. A lead issue was reported. The rep reported that there were high impedances. They attempted to program around the high impedances. The patient had a return of pain. The rep mentioned that the patient had a revision on the original leads a little less than a year ago and now she needs another revision. The physician is wondering if he should also be replacing the ins as he is questioning if there is an issue with it that is causing the impedance issues. The issue remains ongoing at this time.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2022 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2022 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4) , ubd: 02-jul-2025, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(4), ubd: 30-jul-2025, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative (rep) went through a lead revision in (B)(6) of 2022, due to impedances. Upon a request to reprogram the new leads recently, impedances and battery connection issues where found again. The battery connections were all red. 0-15. The rep ran an impedance check and 0 was green but greater than 40,000. 5 was green but greater than 40,000. The rest of the electrodes were red, all greater than 40,000. Patient states that there were no known injuries, falls, or big reaches where it felt like anything pulled. No idea why it "just stopped working." The rep was made aware on the day of the report when they saw patient in pre-op prior to complete explant of device.

Manufacturer narrative:
Pli# 10 product ID# 97715 ,srial # (B)(6). Analysis determined no significant anomalies. Pli 20: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2022. Analysis determined all conductors were broken 18.9 cm from the distal end. Pli 30: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2022. Analysis determined all conductors were broken 17.7 cm from the distal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that approximately 6 months after implant, the therapy stopped helping with their symptoms. Caller stated as a result, they had the leads replaced hoping that would resolve the issue. Caller stated they were still not getting therapeutic benefit so they just recently had the entire system removed.